Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unknown date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date; the peritoneal dialysis catheter was removed, dianeal therapy was discontinued, and the patient was transferred to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.